Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received excessive no delivery alarms and motor error alarms. Insulin pump did not receive a motor position encoder error alarm. Customer was not able to rewind insulin pump. Customer also reported that display screen light came on and off. Customer's blood glucose was 9.4 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No excessive no delivery alarms were noted. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and it passed. All operating currents were within specification. No intermittent distorted screen was noted. No display anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, and cracked battery tube threads.